Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the e315 error code was most likely cause by an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited incompatible scope (e315) error is reported when starting up. There was no patient involvement.